Event description:
It was reported that patient presented via merlin.net with noise on atrial lead. The patient was asymptomatic, and the noise was reproducible by isometric manipulation (rotating left arm). The lead was capped during a normal pulse generator swap out. Patient tolerated the procedure well and will be followed normally.

Event description:
The lead was capped and replaced on (B)(6) 2017.